Event description:
Intuitive surgical inc., (isi) received the 8mm fenestrated bipolar forceps instrument as a discrepant RMA. There were no allegations against this instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end.